Event description:
It was reported that as a result of suture contamination the pt suffered serious infection and injuries. It is reported that an unknown vicryl suture product was used. No other information is given.